Event description:
It was reported that cartridge alarm 20 occurred during load process while caller followed prompts for removing used cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded cartridge using proper technique with guidance from technical support, successfully resumed insulin therapy, and issue was resolved.